Event description:
It was reported that the patient with this implantable lead was admitted to the hospital for an increase in shortness of breath. Physician confirmed pericardial rub by hearing the heart through a stethoscope. Tests indicated that the patient had both pleural and pericardial effusion. The patient was scheduled to have a pericardial tab and pleural tap procedures to remove the fluid from the pericardium and the pleural space. It is currently unknown if the surgical intervention has taken place and what the patient outcome is. The physician suspected atrial lead perforation to be the cause of the reported observations. This lead currently remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the pericardial tab procedure was performed. Procedure was successful and patient was stable. The pleural tap procedure is to be performed at a future date. The physician stated that they could not confirm or deny the pleural/pericardial effusion was due to the atrial lead perforation. The physician did note the patient had heart failure and this could also have contributed to the pericardial and pleural space fluid accumulation.